Manufacturer narrative:
On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copilot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no other incidents from this lot. The investigation determined the reported leak appears to be a potential product quality issue. A nonconforming material record/exception was generated to investigate the reported issue in accordance with internal operating procedures. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d9,h3: device status changed from returning to not returned.

Manufacturer narrative:
Estimated date of event. The device has been retained by the hospital; however, will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The indeflator would not hold a negative pressure during the case and needed to be removed and replaced, causing a delay in the procedure. A new device was used to successfully complete the procedure. Although there was a reported delay in the procedure there was no harm to the patient. No additional information was provided.